Event description:
I took a cologuard test for detecting colon cancer. Positive result was given to me by primary care physician on (B)(6) 2018. Went through anguish over having cancer and repeated attempts to schedule a colonoscopy with a gastroenterologist. Difficult procedure for me due to other health issues such as high blood pressure and heart palpitations. After the procedure on (B)(6), gastroenterologist told me it was a false positive and I had no cancer. He also stated, "I have seen way more false positives than actual positives with cologuard."